Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review (DHR): manufacturing location: monument. Manufacturing date: feb-09-2023. Expiration date: feb-01-2033. Part number: 04.037.015s, 10mm/125 deg ti cann tfna 235mm/left ¿ sterile. Lot number: 4403p92 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient had a proximal femur fracture. The fracture occurred at the intertrochanteric area. On (B)(6) 2024, the patient underwent an osteosynthesis with tfna middle nail. After the surgery, a checkup on (B)(6) 2024, confirmed the nail was broken off at the distal locking screw hole. Although the patient did not complain of pain, a revision surgery was performed with a tfna long nail on (B)(6), 2024, concerning about future occurrence of dislocation. The revision surgery was completed successfully with no surgical delay. This report involves one (1) 10mm/125 deg ti cann tfna 235mm/left - sterile. This is report 1 of 1 for (B)(4).